Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter; product ID 8590-1, lot# n522029, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: accessory. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) and consumer via a company representative (rep) regarding a patient receiving an unknown intrathecal drug via an implanted pump. The patient's medical history included stroke, lung disease, diabetes mellitus, heart disease, cancer, asthma, hyperlipidemia, schizophrenia, sleep apnea, and anemia. Other medications the patient was taking at the time of the event was gabapentin, naproxen, hctz, losartan potassium, furosemide, alprazolam, olanzapine, trazodone, humalog, zyrtec, prilosec, albuterol sulfate. The patient had the pump removed on (B)(6) 2015 and the catheter tied off in the pump pocket. The patient was discharged from the hcp's office due to the patient refusing to get off of oral medications. The patient was then being managed by a different hcp. At the last refill they removed an excess amount of drug and the patient wanted the pump removed rather than to troubleshoot any potential problems. It was unknown if any troubleshooting was performed. The issue was resolved at the time of this report and the patient's status was "alive- no injury". If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the pump found no anomalies.